Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an implanted micro-stent had a clear fibrous growth over the opening of the device. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of fibrous growth over the opening of the stent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately assess the case. There is no mention of system failure. A possible root cause is that micro-stent obstruction by fibrous tissue is an established risk associated use of the system, which is clearly specified in product labeling. (B)(4).